Event description:
Staff member noticed coating on guide wire was gummed up on the inside and outside of the guide wire torque device after pulling guide wire out of pt. When putting torque device on guidewire is when the staff member noticed it would not advance. When she withdrew the torque device it pulled coating off the wire. This did not affect pt as this part of wire was outside of pt.